Event description:
It was reported that lines on display. Customer reported that the lines obstructed the values on the display. There were no consequences or impact to the patient.

Manufacturer narrative:
The returned device was evaluated. During this testing, the unit was able to turn on and engage in monitoring but there were lines appearing on the screen. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.